Event description:
The pt ((B)(6)) received the scs system which included the ipg and one scs lead on (B)(6) 2010. It was reported stimulation is intolerable when the ipg charge is greater than 50%. After a full ipg recharge, the pt reported experiencing pain, burning and electric overstimulation. The pt advised this has been occurring since implant. The physician removed and replaced the ipg on (B)(6) 2012 which resolved the issue.

Manufacturer narrative:
Add'l # - 1627487-12192011-003-r. This ipg serial number was included in a field advisory. This ipg serial # was included in a field correction (1627487-12192011-001-c). Result - the complaint could not be confirmed for "over stimulation." The ipg was functionally tested with the ipg battery half and fully charged and no extraneous stimulation was observed. Impedance diagnostic testing after 4 days of saline soak also revealed no impedance related issue. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.